Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to one of the following; a damaged charge-coupled device (ccd) unit, and/or fluid invasion. The ccd unit may have been damaged while the user was handling the device due to physical stress applied to the distal end and water likely invaded the scope, causing abnormalities in the electrical parts, due to a leak in the bending section cover. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic system". The event can be prevented by following the instructions for use (IFU) which state: "-inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -leakage testing". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a pinhole on the bending section cover, water tightness was lost. In addition to there being no image due to the charged coupled device damage, the evaluation findings are as follows: the distal end had a burn, due to wear of angle wire, bending angle in the "up" direction did not meet standard value, and due to deformation of the electrical connector, endoscope cable cannot be connected securely. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope was leaking. The issue was found during reprocessing and the procedure was completed with a similar device without delay. There were no reports of patient harm. During evaluation, it was found that there was no image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
Correction to b5 of the initial report (additional inspection observations): it was observed during device inspection, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction to h6 (added component code 3123-tip, medical device code 1071-thermal decomposition of the device, investigation conclusion 4315-cause not established). Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.